Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of the mid lad (pre-dilated) with a xience v stent, a perforation occurred distal to the diagonal takeoff in the lad. Immediate balloon inflation was performed for 6-7 minutes which successfully sealed the perforation. There is no additional event or pt info available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Perforation, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. There was no report of any device malfunction. Perforation can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." A conclusive root cause for the reported pt effect, and the relationship to the device cannot be determined.